Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
Apart from received logs, no additional information has been received and no part has been reported as replaced.. Therefore, this investigation consists of a log evaluation only. The event log confirms the reported issue and contains clinical alarms such as high airway pressure, expiratory minute volume: low, respiratory rate: low and etco2: low which indicate difficulties with ventilation the patient. System check out performed prior to and after the event passed without deviations. The technical log contains no records that would indicate any technical malfunctions, without additional information, which we have not received, we are not able to determine the cause of the generated alarms and thus the true cause of the reported event.

Event description:
Manufacturer's ref: # (B)(4).